Event description:
During inspection of the device, the pump system displayed evidence of erroneous signals being sent from the power manager circuit board to the controller area network bus. There were no consequences to the pt as a result of this event.

Manufacturer narrative:
Method: actual device involved in incident was evaluated. Computer software performance tests performed. Performance tests performed. Results: component/subassembly failure (insulation). Conclusions: device failure occurred and was related to event. The communication errors were observed during examination of the pump system operational logs. A piece of packaging foam, used to protect one of the circuit board connectors during its shipment, was found to be attached to the connector. The contact of this foam with the circuit board resulted in the erroneous signals. Removal of the foam restored the device to normal function.